Event description:
A facility reported that the xenon lightsource (00mlx) overheated. It is unknown under which circumstance this event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The xenon lightsource (00mlx) was returned to the service and repair depot: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: upon evaluation of the xenon lightsource, the overheating complaint could not be duplicated. It was discovered that the mirror inside the unit popped out of place from its proper positioning and was damaged. When this occurs, the inside of the unit can overheat due to the mirror being absent from proper positioning. The mirror has been replaced. The unit failed lamp hard start test; but the lamp and mirror have been replaced to correct any further issue. Root cause analysis: the xenon lightsource was received in used condition, with visible misplacement and damage to the internal mirror, most likely due to environmental damage or mishandling. No further investigation is required based on risk acceptability and no manufacturing defects were noted. This will be monitored and trended going forward. At present, we consider this complaint to be closed.